Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the pain from the device is causing her so much pain the patient cannot even think, and it is getting worse and worse. The patient described pain at the implant site and soreness where the wires go over her spine. The patient spoke with her healthcare provider (hcp) about removing it and wanted to discuss removal and costs. The patient was redirected to their hcp and insurance specialist. The patient reported the pain was worse than the pain for which the ins was implanted. The patient has met with the manufacturer representative (rep) shortly after implant for reprogramming but did not think the rep was aware of the pain. The patient said the trial seemed to work on her pain, but the implant does not work as expected. The patient also reported the site is swollen. They have taken a couple of ultrasounds to see if she has fluid in there, but she did not get the results. The bruising looks better. The patient was thin. The patient was told it could be dangerous to remove the fluid. The patient said it feels better when she wears a tight copper waist belt. Prior to getting the implant patient was also having abdominal pain and also getting injections for that. The patient also reported issues with her ins not holding a charge. She charged last night but this morning she needed to charge again. The patient was not sure if it was off or if it was programmed so she would not feel it. The patient spoke with the rep yesterday and was able to get it to work but when they hung up the phone, the patient could not get it to work at all. The patient said the rep told her she needed to charge more. The patient reported she has had 2 or 3 reprogramming sessions. No further complications were reported/anticipated.